Manufacturer narrative:
Section d suspect medical device catalog number was updated from 07k78-35 to 07k78-30. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using a retained sample, a review of product quality history, and a review of product labeling. The ticket searches determined that complaint activity for the reported issue was normal. The complaint trending report review did not identify any trends. The investigation also determined the product was not used in alignment with product labeling and was deemed off-label use. Testing using retained samples of architect bhcg (7k78-30), lot 94431ui00 determined all validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. A review of product quality history did not identify any issues. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result for a (B)(6) year old female patient, when processing on the architect i2000sr. The initial and retest result for sid (B)(6) were 371.12 miu/ml and <1.2 miu/ml, respectively. No impact to patient management was reported.